Event description:
During intubation for anesthesia, the et tube was noted to have a thin wire protruding into the inflatable cuff. The et tube was removed from the patient and replaced. A bronchoscopy was done following surgery to ensure that patient was not injured by the et tube defect. Patient was not injured.